Event description:
On the same day as treatment with bovine collagen, pt experienced lumpiness and induration at injection sites. Physician prescribed oral antihistamines as treatment for signs and symptoms.